Event description:
During a total lap hysterectomy procedure, an error code 5 appeared on the generator. Another instrument was opened and the procedure was completed without incident. No consequences to the pt.